Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted (B)(6) 2008, explanted unk; lead model 3778-60, serial# (B)(4), implanted (B)(6) 2008, explanted unk; programmer model 37744 serial# (B)(4); recharger model 37754, serial# (B)(4).

Event description:
It was reported that stimulation was turning off when the patient had adaptivestim enabled and she was in lying right position. The implantable neurostimulator was on and the lying right position was detected. Impedance measurements were within normal limits. The patient also experienced a shocking or jolting sensation with adaptivestim enabled with group a. The shocking occurred while driving or riding in a car, or when lying on her right side on the couch and curled up. The patient did not experience shocking while using adaptivestim with program b, nor did she experience shocking with adaptivestim disabled. Shocking occurred in both legs, her feet, and her stomach. The patient was programmed as follows: group a: 4.6v, 450 pw, 55 hz, 9+,10-,11-,12+,13+; group b: 5.3v, 350 pw, 55hz, 9+,10-,11- ,13+. The manufacturer representative was going to leave group a without adaptivestim. The cause of the event was not determined. No x-rays were taken. The patient was doing fine with adaptivestim enabled on a new group.